Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history identified no similar incidents reported from the lot. The causing damage to another (clip interaction with first clip) and difficult to remove clip from the anatomy appears to be a result of patient morphology/pathology and user technique/procedural circumstances. The reported tissue damage was a result of the difficulty removing the clip from the anatomy, and the mitral regurgitation (mr) was a cascading effect of the tissue damage. The reported patient effects of chordal rupture and worsening mr, as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip is filed under a separate medwatch report number.

Event description:
This is filed to report the clip caught on chordae, chordal rupture and possible interaction with the deployed clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Visualization of the mitral valve was suboptimal and the echocardiogram conditions were bad during the mitraclip procedure. The first clip (70112u247) was deployed successfully. The second clip delivery system (cds 61220u276) was advanced to the mitral valve; however, during positioning, the clip had interaction with the chordae and chordal rupture was observed. The first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was suspected to have been interaction between the first and second clips, which may have contributed to the slda. The physician believes the slda was due to the new gripper angle on the mitraclip nt. A third mitraclip was implanted to treat the mr and stabilize the first clip. Three clips were implanted, reducing the mr to 3-4. The patient remains hospitalized and will be referred for heart surgery. No additional information was provided.